Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced by a new pace/sense lead due to small r-wave amplitude of 4.4mv. No patient complications were reported as a result of this event.

Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced by a new pace/sense lead, due to small r-wave amplitude of 4.4mv. Further information reported that the device was explanted due to no output and no telemetry. It subsequently tested out of specification during manufacturer's analysis. A report was received, stating the patient had pain and felt heat over the device site. He immediately placed a magnet over the device and heard no tone. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed that the device had no telemetry and no pacing output. Further testing revealed a low impedance path developed across the battery terminals causing it to rapidly deplete. The fact that the low impedance path disappeared when the battery was removed indicates that the low impedance path was internal to the battery itself. This is further supported by the device being fully functional when powered with an external source. Testing of the battery showed an internal short occurred in the battery that caused the battery's premature depletion. The failure mode was a buckled anode grid of the electrode coil.